Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a patient was receiving 1 liter of normal saline over 60 minutes on the bmt unit, and after 30 minutes, the patient notified staff that the bed was wet. Fluid was noticed to be coming from the bottom port of the IV set. The remaining 1 liter of normal saline infused with different IV tubing. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leaking port was confirmed and reproduced. A slow leak was observed from the top surface of the piston of the distal smartsite. Magnified inspection of the leak site showed a small tear or hole on the top surface of the piston, located near the edge of the piston opening. The cause of the leak was a small tear or hole in the piston. The root cause of the tear was a manufacturing issue.

Event description:
The customer reported a patient was receiving 1 liter of normal saline over 60 minutes on the bmt unit, and after 30 minutes, the patient notified staff that the bed was wet. Fluid was noticed to be coming from the bottom port of the IV set. The remaining 1 liter of normal saline infused with different IV tubing. There was no patient harm.